Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the inflation line tubing was collapsed inside the lumen of the tube and there was no clogging object other than the described situation. Functionally, an inflation/deflation test was performed. Air was applied to the cuff using a syringe, and it was observed that inflation was difficult and deflation was hard. Further review conducted on the received sample observed the inflation line presented a mark inside the inner diameter. The inflation line was cut transversally to analyze if the inflation line was occluded due to a foreign object. Visually there is the presence of a mark inside the inflation line that does not clog the air flux. The longitudinal cut revealed the presence of a hardened flash that is fixed to the wall of the inflation line. The original analysis reflects the cause of the occlusion is the insertion of the inflation line. It was reported that there was a foreign object that was clogged in the cuff of the endotracheal tube, and expulsion could not be done quickly and smoothly in the cuff. The reported issue of an occlusion of the device was confirmed. However, the occlusion was not from a foreign object. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: 350-005-000, mcgrath mac 3 blade 350-005-000 50 CT, (lot #23g0314jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, there was a foreign object that was clogged in the cuff of the endotracheal tube, and expulsion could not be done quickly and smoothly in the cuff. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the inflation line tubing was collapsed inside the lumen of the tube and no clogging object other than the described situation was noticed, the failure mode cuff won¿t inflate is confirmed.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line tubing was collapsed inside the lumen of the tube and there was no clogging object other than the described situation. Functionally, an inflation/deflation test was performed. Air was applied to the cuff using a syringe, and it was observed that inflation was difficult and deflation was hard. It was reported that there was a foreign object that was clogged in the cuff of the endotracheal tube, and expulsion could not be done quickly and smoothly in the cuff. The reported issue of an occlusion of the device was confirmed. However, the occlusion was not from a foreign object. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.